Manufacturer narrative:
H10: the device was not received for evaluation; however, pictures of the impacted set were provided. The visual inspection did not identifying any specific defect on the impacted set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak due to filter cracked was observed on a prismaflex st100 set during treatment. There was patient involvement but no patient impact and no medical intervention. No additional information is available.